Manufacturer narrative:
The device was not returned for analysis; however a potential product quality issue appears to be related to the reported lot. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified three other similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. The reported difficulties possibly caused/contributed to the reported patient effect(s); however a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. No specific treatment was performed for the air embolism as it was minor with minimal impact to the patient. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The indeflator was connected directly to a device and the issue was at the luer lock where the indeflator locks in to the device. It was noted that the gasket was either causing the leak or the luer-lock function was not allowing a tight enough seal. It was noticed on angiography that there was a visible air leak as air bubbles were seen in the anatomy. No specific treatment was performed for the air embolism as it was minor with minimal impact to the patient. Another indeflator was used to complete the procedure. There was no adverse patient effect. Although there were reported delays in the procedure, it was confirmed that there were no adverse patient effects; therefore the delay is not considered clinically significant. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.